Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. It is unknown if this device will be returned to boston scientific for analysis.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Device remains in service. No adverse patient effects were reported.